Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced palpitations and an irregular heart rate. A transmission noted the right ventricular (rv) lead with high impedance, high threshold, and possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was pocket stimulation and that there was a lead polarity switch due to the high impedance. The doctor and patient are aware of the lead issues and are waiting as long as possible to replace the lead due to hospice care and poor anatomy access. Reprogramming was performed and the lead remains in use.